Event description:
It was reported that the catheter detached spontaneously at the cathlon level prior to the removal procedure. This results in blood leakage and environmental contamination, requiring both patient reassurance and immediate cleaning. Multiple batches appear to be affected. These incidents have been reported by the imaging departments, MRI, x-ray, CT scan, and nuclear medicine and involved four items, in total, one for each room and on each different patient concerned. There was patient involvement but no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.